Event description:
It was reported that during a routine follow up visit, a lead safety switch (lss) from bipolar configurations to unipolar configurations was found to have been triggered due to this right ventricular (rv) lead exhibited high out of range pacing impedances and noise. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). The hcp noted that the lead was evaluated and confirmed to have noise during isometrics. It was also noted that the rv lead exhibited loss of capture (loc), sensing issues and high out of range impedances when placed in bipolar settings. Ts discussed possible causes with the hcp and recommended for in office evaluation to be performed. The hcp stated that the physician plans on scheduling a lead revision procedure. At this time, no surgical intervention was reported, the rv lead remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision was performed, and this right ventricular (rv) lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed fracture on the outside coil conductor. This type of damage is consistent with repeated stress over time. The reported high out of range pacing impedance measurements, loss of capture, noisy signals and sensing issues were likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that during a routine follow up visit, a lead safety switch (lss) from bipolar configurations to unipolar configurations was found to have been triggered due to this right ventricular (rv) lead exhibited high out of range pacing impedances and noise. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). The hcp noted that the lead was evaluated and confirmed to have noise during isometrics. It was also noted that the rv lead exhibited loss of capture (loc), sensing issues and high out of range impedances when placed in bipolar settings. Ts discussed possible causes with the hcp and recommended for in office evaluation to be performed. The hcp stated that the physician plans on scheduling a lead revision procedure. At this time, no surgical intervention was reported, the rv lead remains in service. No additional adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision was performed, and this right ventricular (rv) lead was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit, a lead safety switch (lss) from bipolar configurations to unipolar configurations was found to have been triggered due to this right ventricular (rv) lead exhibited high out of range pacing impedances and noise. The health care professional (hcp) called technical services (ts) and requested review of the presenting electrogram (egm). The hcp noted that the lead was evaluated and confirmed to have noise during isometrics. It was also noted that the rv lead exhibited loss of capture (loc), sensing issues and high out of range impedances when placed in bipolar settings. Ts discussed possible causes with the hcp and recommended for in office evaluation to be performed. The hcp stated that the physician plans on scheduling a lead revision procedure. At this time, no surgical intervention was reported, the rv lead remains in service. No additional adverse patient effects were reported.